Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.0/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was patient contact with the device but no patient injury. On (B)(6) 2018 a replacement lens was implanted and it was reported that the problem was resolved. Cause of event was unknown.